Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation type (B)(4): lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that, while implanting a 12.6mm vticmo12.6 implantable collamer lens, -12.5/+2.5/076 (sphere/cylinder/axis) into the patient's left eye (os), the lens tore/broke. The lens was implanted and removed intra-operatively on (B)(6) 2021. An alternate lens was implanted at a later date and the problem was resolved. Reportedly, there was no patient injury. The cause of the event is reported as unknown.